Manufacturer narrative:
A ge service representative performed an on site investigation. The failure could not be duplicated. The gib, ip pcb, and cine pcb boards and the cine hard drive were replaced during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
It was reported that cine runs and images on the 9900 system are being lost. No pt injury was reported.